Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii (with tightness). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "tightness" and "capsular contracture baker grade iii". The device remains implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "tightness" and "capsular contracture baker grade iii". Later, healthcare professional reported "patient had very thin breast tissue with essentially skin overlying the scar capsule", "the right-sided scar capsule was very heavily calcified and dense", "the implant was removed and found to be intact" and "right side was completely ruptured, but all of the gel was contained within the scar capsule". Later, healthcare professional clarified "intact". This record is for the right side. The device was explanted.